Event description:
According to a translation of a report received from the initial reporter based on medical records reviewed, the pt was admitted to the hosp in 11/96 and had the aortic valve replaced due to "the presence of an aneurysm of the aortic valvular ring apparently of infectious eziopathogenesis."